Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 16.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
No button error alarm were noted. The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.